Event description:
New information received indicated that the patient condition was stable post-procedure.

Event description:
It was reported that the patient's insertable cardiac monitor (icm) exhibited premature battery depletion. No intervention was performed, and there were no patient consequences.

Event description:
Additional information received indicated that the patient's insertable cardiac monitor (icm) was explanted. The patient's status was unknown.